Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). It was reported that the dye study found "free flow of contrast into the thecal sac of the thoracic level". A cause could not be found for the numbness around the pump. The catheter was assessed for a leak and none was found. The numbness around the pump was not resolved, but the marcaine concentration will not be further increased.

Event description:
Information was received from a patient representative regarding a patient receiving dilaudid and bupivacaine via an implantable pump. The indications for use was non-malignant pain. It was reported that the patient representative (caller) stated that they were waiting for the manufacturer representative (rep) to show up because they were at the hospital to do a dye study because they thought the catheter was leaking because the patient was getting numbing all around their pump. The caller stated they thought it started leaking about 4 to 5 months ago. The caller stated that the patient had an allergic reaction to iodine about 1.5 years ago so they did an air dye study and the patient was still getting numb all around the bump and they thought there was a catheter leak. The caller stated that they want to make sure the rep was going to be there. The manufacturer's patient services specialist (pss) reviewed the rep's role with the caller, and the caller put the nurse on the line. Pss reviewed the rep's role with the nurse and asked if they would like to be transferred to nas to have the rep in the area paged. The nurse said they were not authorized to have the rep paged. Pss sent an email to the field.

Manufacturer narrative:
Concomitant medical products: product ID 8781 lot# serial# (B)(6) implanted: (B)(6) 2022explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4) ubd: 19-jan-2023, UDI#: (B)(4) is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.